Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The mre was performed for the finished device number lot 31486631l, and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool smarttouch sf and the catheter had high temperature readings on the carto 3 system during the procedure. The irrigation was not working when they tried flushing the catheter. They tried flushing the catheter multiple times without resolution. When the catheter was replaced, the issue was resolved, and the procedure was continued. No adverse patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was received for evaluation on 31-mar-2025. It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool smarttouch sf and the catheter had high temperature readings on the carto 3 system during the procedure. The irrigation was not working when they tried flushing the catheter. They tried flushing the catheter multiple times without resolution. When the catheter was replaced, the issue was resolved, and the procedure was continued. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, temperature and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed; however, the cycle was not completed due to high temperature values. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the shaft area. A manufacturing record evaluation was performed for the finished device number lot 31486631l and no internal action related to the complaint was found during the review. The high temperature and irrigation issues reported by the customer were confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).